Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The lead was returned with a bent connector pin, the inner tubing was kinked/buckled and the lead was damaged at implant.

Event description:
It was reported that during implant, there was a problem with the lead. There was difficulty explanting the lead and once removed it appeared that the lead was fractured ("twisted"). The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.